Manufacturer narrative:
Per tandem's user guide, "only use the syringe and needle provided by tandem diabetes to fill the cartridge." No product returning for eval. Attempts were made to obtain all available info. Should new info become available, a supplemental form will be submitted.

Event description:
Received info regarding multiple cartridges leaking. The customer's blood glucose level was not impacted.